Manufacturer narrative:
There is no adverse event associated with this complaint. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. Evaluation revealed a lifted display screen and dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.

Event description:
Evaluation revealed a dislodged display screen and dislodged force sensor pins.